Event description:
It was reported that an increase in capture threshold was observed. The lead was capped and replaced when repositioning was unsuccessful. Patient condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.